Event description:
A fixation pin head was removed from the frame and was discovered by the hosp to have the tip chipped off. The hosp could not determine if this happened before, during, or after the procedure. It was learned on 5/7/96 that the pt will undergo MRI on his 6 week checkup to check for any possible debris.